Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated the ¿needle¿ was stuck inside the skin. She stated she removed the sensor and sensor wire but it became infected, so she went to the doctor the first week of (B)(6). On (B)(6) 2020 she was given a prescription for an unspecified antibiotic for the infection. At the time of the report on (B)(6) 2020 she stated that she had noticed for the past few days that the site was sore again with a red mark, and she consulted a doctor again. She stated she had an appointment scheduled for an x-ray on (B)(6) 2020 to check if there was a portion of the wire still stuck in her skin. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.